Manufacturer narrative:
The device was not returned to zoll medical corporation; instead, the device logs were returned. Review of the device activity logs did not show any evidence to support the customer's report that the device would not discharge during the first shock. Review of the log only showed a single shock event, which was successfully delivered. The log showed there were no other charges initiated. The sync mode is enabled at 10:13:09. With the exception of a brief period of ECG multi lead fault, (at 10:13:56) the sync markers appear consistently above the ECG trace until 10:27, when what appear to be pacer spikes. The sync mode is disabled 10:27:49. The device was able to charge and discharge at 10:33:10. There are no entries in the log that indicate that the device was not able to be charged during the initial period in the sync mode. The x-series does not log button presses. Please note that when synchronizing, the device does not auto charge and a charge is required before attempting to shock. It cannot be determined from the log if or when the charge button was pressed. Therefore, our investigation for this report was unsubstantiated. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.